Event description:
It was reported that the ilet displayed a malfunction alert consistent with a software runtime error, during which the user experienced hyperglycemia with a reported blood glucose of 396 mg/dl; the alert cleared after an ilet restart, and the user was using a teflon infusion set. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose that later returned to 174 mg/dl. Investigation included troubleshooting with device restart and user education. Investigation of this case revealed that the device resumed normal function after restart and no additional device defects were identified. It was concluded that the cause of the hyperglycemia was unclear and related to a transient software runtime error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.